Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. After the revision, the patient was doing well.

Manufacturer narrative:
Device remains in patient. This is a final report.